Event description:
During a coil embolization procedure assisted with an enterprise vrd, the enterprise (enc451412) would not go into the prowler plus microcatheter. There was no patient injury.

Manufacturer narrative:
Please note that based on additional information, the event does not meet reporting cretiria. Therefore, no further information will be forthcoming for this medwatch report. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00270 and 1058196-2011-00271.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00270 and 1058196-2011-00271. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.